Event description:
Additional information confirmed that the patient had tremors and they were planning to implant a high frequency spinal cord stimulator (scs) so they won't feel the stimulation sensation and so it would not set off the tremors. It was also confirmed that the patient's tremors were a pre-existing condition that were present prior to implant of the ins. In addition, it was noted that the patient was not using the ins for a while because it was setting off their tremors and making them worse. If additional information is reported a follow up report will be sent.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was on low frequency which would set of tremors causing the patient to smoke cannabis. Another device was going to be implanted the year following this report which was on high frequency. The leads would be extended down the side to the bad leg and be put in the other butt cheek. The patient had essential tremor. Initially it wouldn¿t bother the patient as he could smoke cannabis and take medications. At the time of this report they were reported to be worse as he was off dilaudid and had to turn the ins down because his stimulation device would set off his tremors. Stimulation started making the tremor worse 4-5 weeks prior to this report after he took himself off dilaudid. The patient did not move around a lot because they were hurt. The patient couldn¿t walk due to the pain. He had 2 injections the day prior to this report and they wore off. It was then stated this occurred 8 weeks prior to this report when he went to detox to detox from dilaudid. The patient was getting to the point where the pills didn¿t help anymore and he was getting lazy. It was also noted that the patient had chronic obstructive pulmonary disease. Follow-up was performed to determine if the patient had received any further assistance and if he had any further concerns. This event will be updated if additional information is received. It was later reported that the patient¿s stimulator frequency was so low that it set off their tremors. It gave them the runs and it had been happening for 5-6 years and every time they turn it up it gave them the runs. They had been tracking and logging it for 6-7 weeks and they had always kept it really low which sets off their tremors and sets their back and neck off. The stimulator was getting taken out, but they did not know when. The stimulator was a low frequency setting and a delicate balance so it did not sent off tremors .they were considering the higher frequency. If they turned up the stimulation they got the runs (diarrhea). The patient generally always had tremors and it took them a while to figure out that the stimulator was a contributor. The patient had a lot of medical problems because of how they had treated their body and was disabled. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient additionally reported that he had benign essential tremor (shaking, issues with trying to concentrate or issues with trying to write) since 2003 and had to take pain medications to assist with them. The stated it was a 24 hour job for him and a fine line he had to walk with different medications; stating the only thing he took was pain medication. The patient stated within the last two years, 2013, tremors started effecting his work. No further information reported. If additional information is reported a follow up report will be sent.